Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument broke inside the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. For clarification, the harmonic insert curved blade was found to be broken near the blade base. The blade broke roughly at 0.166¿ from the base. The broken piece was returned, no pieces are missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of broken instrument blades is typically attributed to mishandling/misuse. Additional observation(s) not reported by site: further visual inspection found the clamp arm to be broken. The complaint regarding the instrument broke inside the patient was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, the instrument broke inside the patient. The piece was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: clinical sales rep (csr) confirmed that the piece was grabbed during the same procedure and removed through the cannula. Csr confirmed that there was no additional harm or injury to the patient. The procedure was completed robotically.